Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that it was reported that a tenckhoff 2 cuff 47cm (code (B)(4)/ batch unk) was implanted in a pt of unk data towards the end of april. By middle may, the catheter suddenly stopped draining. Laxatives were used without success. On (B)(6), radiological contrast was performed but the catheter came out through the distal end, nevertheless lack of continuity in the catheter could be observed in the images. On (B)(6) 2014 the pt undergoes surgery in order to check the catheter placement. It is confirmed that the catheter is broken on the internal cuff. No pt injury reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.